Event description:
Customer reported a broken case near the battery compartment. No additional information provided.

Manufacturer narrative:
Pump was received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and stripped battery cap coin slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.